Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No prime alarm noted during testing. Unable to perform basic occlusion, prime, excessive no delivery test due prime/fill anomaly. The insulin pump passed self-test, unexpected restart test, displacement test and all operating currents measurement were normal. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm and was not able to exit the "preparing to prime" loop. Customer's blood glucose was 22 mmol/l. Insulin pump will be replaced.